Event description:
A 28 mm diameter x 16 mm diamter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 26 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 180 mm. It was reported that the neck of the aneurysm was long. The physician inadvertently placed the stent graft too low because the "c arm" of the fluoroscope was not locked. The "c arm" moved causing the marker line on the screen to be inaccurate. The physician was not aware that the "c arm" had moved and following the marker line on the screen, the physician deployed the stent graft. Upon checking for post-deployment placement, the physician noted that the stent graft was low. It was reported that there was a good seal, however, because the aneurysm neck was long the physician elected to place a 28mm diameter x 3.75cm length aortic cuff. Final angiogram demonstrated a transgraft leak and a successful outcome with exclusion of the aneurysm. No additional clinical sequelae were reported, and the pt is reported to be fine.